Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they saw a medtronic representative last week in tulsa and the representative programmed her device. Patient stated that there is an issue and they needs to speak to the representative about changing her settings. Patient said that they are not sleeping at night because of the pain that has come back to her leg. Pt stated this issue began about 3 days ago. The patient was redirected to their healthcare provider to further address the issue. Rep reported they spoke with patient and all is good now. Additional information from the patient indicated that the scs has malfunctioned, causing severe pain in their right leg and they ate very upset right now. The controller is showing a software problem message. The patient stated the pain it has caused has been an ongoing occurrence, and the device will not control the pain. The patient expressed that they want the device removed.